Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. The eviva disposable needle was not returned with the introducer sheath. The introducer sheath has been crumpled and damaged. Due to nature of complaint, only visual examination was performed. There was a hole observed in the distal end of the sheath. No additional fragments were included in return packaging. Exact cause of this observation and damage to the introducer sheath is unknown. This observation is being trended and monitored. (B)(4).

Event description:
It was reported a physician performed an eviva breast biopsy procedure on (B)(6) 2016 and after the device was removed from the patient's breast, a piece of the introducer sheath was missing. The physician does not know if the "piece is left inside the patient's breast or if it went into the tissue sample". On 08/09/2016, it was reported the procedure was completed and the patient was discharged home. The patient was seen on follow up and did not have any complications.